Manufacturer narrative:
It was also reported that the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, open circuits were noted on 22 electrodes subsequent to sustaining a head trauma (date not reported). The implanted device remains.